Manufacturer narrative:
Product event summary: analysis confirmed the reported event, an error occurred after a long boot up period. Pin r econfiguration and software was reloaded to resolve issue.

Event description:
It was reported that when powered on, first the programmer display was blank and then an error code was generated. It was further reported that the radio frequency programmer head was not working. The programmer and the head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.